Manufacturer narrative:
Actions were taken immediately to address the injury. The injured beckman coulter applications specialist was given ice to reduce swelling on site. The specialist was advised to seek treatment at the nearest emergency room. Medical professionals provided care for the injury. The probable cause of the alleged deficiency was the unit cover slipping during installation. The field service engineer (fse) and co-workers were installing the unit cover for the dxa storage unit (ecsd) when it slipped. The cover made contact with the head of the beckman coulter applications specialist. The incident occurred while the specialist was walking near the ongoing installation activities. There is no evidence of a system malfunction. Section a2, a3, a4, a5 and a6: information not provided. The beckman coulter internal identifier is (B)(4).

Event description:
During the installation of a dxa 5000 automation line, a beckman coulter applications specialist reported an injury. While walking around the dxa storage unit, specifically the environmental controlled storage unit (ecsd), during installation activities, a unit cover slipped. The unit cover, which was being mounted, hit the specialist on the top of the head.